Event description:
A report was received that the pt had her ipg replaced. The pt had fallen a few months prior and had damaged her ipg and was not able to communicate with it. The physician replaced the ipg and the pt is reportedly doing well.